Manufacturer narrative:
Investigation results: the visual inspection showed that the non-folded seal and the tension spring assembly was visible inside the window of the loader assembly as received. The delivery device was inserted inside the loader component. The reported failure complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. When rolling, it got a "bend" on one edge. After attempting to insert into the delivery tube, it didn't insert properly. When attempting to remove, the scrub technician wasn't able to pull the delivery tube out with the heartstring. The heartstring got caught up in the delivery device. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.